Event description:
It was reported that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. Per the medical professional, x-rays did not show any fractures in the lead body. According to the physician, there may have been patient manipulation or trauma to the device site from the patient's regular activities that could have contributed to the reported event. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.